Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer has back up injections for continued insulin deliver. In addition, customer reported that they had low blood glucose levels (57 mg/dl). Customer stated that they believed they delivered more insulin than needed for the amount of food they consumed. Customer consumed food to stabilize blood glucose levels.

Manufacturer narrative:
Low blood glucose issue- no failure identified.